Event description:
On (B)(4) 2013, the reporter contacted animas, alleging that the up arrow keypad button had a delayed response and required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2019 with the following findings: during investigation, there was no damage or peeling to keypad. Ok, contrast, up, down keys are intermittently responding. Removed the keypad and found contamination under the all key contacts. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Additionally, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.